Event description:
Pt with end-stage renal disease. Successfully using peritoneal dialysis catheter until he noticed that one piece was loose & the rest was in his abdomen. He was admitted to the hosp for stabilization of renal & cardiac status in preparation for surgical removal of the retained device fragment. A subclavian hemodialysis cath was placed 5/19. The p.d. Cath was removed 5/21. Replacement is scheduled for 6/10/97.